Event description:
It was reported that the patient experienced acute urinary retention following the application of the subject device. It was noted that due to the patient's anatomical presentation, there was difficulty in the application of the subject device, contributing to the retention. The patient presented to the emergency room and was hospitalized for management of urinary retention. The treatment included foley catheter placement, intravenous antibiotics for suspected infection, intravenous hydration, and monitoring of renal function. The urinary retention led to acute kidney injury, which was resolved with management during the stay. During the hospitalization, the subject device was removed. Additionally, as reported, the hospitalization was prolonged due to the patient's pre-existing conditions, including adrenal insufficiency, poorly controlled diabetes, and chronic immunosuppression there were no reports of further patient harm.